Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; type iiia cuff endoleak with complete component separation. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of loss of seal with complete component separation could not be determine due to lack of available medical information surrounding the event procedure. The reported severely tortuous aortic anatomy during the implant procedure likely contributed to this event (anatomy-related). Procedure-, and/or user-related issues and/or off-label and cautionary product use conditions also could not be determined. No procedure-related harms could be identified. Associated clinical harms for this device malfunctions included: type iiia of the cuff with complete component separation; contained rupture and a secondary endovascular procedure. The final patient disposition cannot be obtained; there were no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: relevant test/lab data: remove info. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted with a suprarenal aortic extension to treat an abdominal aortic aneurysm. The patient presented emergently approximately 4 years post-op with a contained rupture of the aorta, and evidence of a type iiia endoleak due to a complete separation of the suprarenal aortic extension from the bifurcated main body. A re-intervention was performed where an additional suprarenal and infrarenal stent graft was implanted to bridge the proximal seal, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information available the root cause of the reported event is likely due to off-label usage and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned, therefore no physical evaluation was completed.